Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing condition of a right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was approximately 4mm. During the procedure the patient went into complete heart block when crossing the aortic valve with the non-abbott guidewire. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The patient had prolonged hospitalization for monitoring. On (B)(6) 2025, a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing condition of a right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was approximately 4mm. During the procedure the patient went into complete heart block when crossing the aortic valve with the non-abbott guidewire. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for monitoring and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.